Manufacturer narrative:
This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
The device was returned for evaluation. Investigation showed the device gave invalid syringe size" message and syringe sensor could not be calibrated. The investigation determined the cause of the issue was the barrel clamp spring had slipped over the barrel clamp rod collar. The barrel clamp and spring barrel clamp were replaced.

Event description:
The reporter stated the device was ?not recognizing syringe" and showing the incorrect syringe size when syringe was loaded. No adverse effects reported.